Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-06110. It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented emergently. Using the right femoral approach, the procedure treated the target lesion located from the left main artery down into the proximal left anterior descending (lad) artery. Pre-dilation was performed with a 3.5x12mm quantum apex balloon inflated to 12 atm's twice for 10 and 8 seconds. Then a 4.0x16mm ion stent was deployed at 11 atms for 12 seconds. Post dilation was performed with two balloons. The first balloon was a 4.0x12mm quantum apex balloon, inflated to 18 atms for 16 seconds and twice to 16 atms for 10 and 7 seconds. The second balloon was a 5.0x12mm quantum apex balloon inflated twice to 12 atms for 7 and 10 seconds and once at 16 atms for 15 seconds. Intravascular ultrasound was then performed noting the ion stent appeared to have shortened approximately 4mm. It was decided to place a shorter stent to cover from the ostium and overlapping the previously implanted 4.x16mm ion stent. A 4.0x8.0mm ion stent was advanced and deployed at 18 atms for 20 seconds. The 5.0x12mm quantum apex balloon was reinserted for post dilation and was inflated with 2 inflations at 16 atms for 8 seconds each. Post intravascular ultrasound revealed that the 4.0x8mm ion stent had an area where no struts were visualized angiographically. There was an appearance of a pseudo fracture where the stent struts appeared to be separated. Angiographically and clinically the results were fine. No further intervention was performed. No further patient complications were reported.